Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) needle broke off in his left thigh [needle issue]. Case description: this serious spontaneous case from the united states was reported by a consumer as "needle broke off in his left thigh" occurred on (B)(6) 2015, and concerned a (B)(6) male patient who used novofine 32g 6 mm (needle from (B)(6) 2015 to an unknown date in (B)(6) 2015) to inject humalog due to type 2 diabetes mellitus. (B)(6). Medical history includes type 2 diabetes mellitus (diagnosed 20 years ago), chronic kidney failure, haemodialysis since (B)(6) 2015. Concomitant product included humalog (insulin lispro). It was reported that the patient started using sample novofine 32g needles on (B)(6) 2015 to inject humalog and broke a needle in his left thigh on the first day of use. He continued using the novofine 32g needles for a few days and stopped their use in (B)(6) 2015 and switched to using regular syringe and needle. He had x-rays done on (B)(6) 2015 and saw a surgeon on (B)(6) 2015 and surgeon said that the needle was so tiny that to get it out, the surgeon would have to operate on a big area of thigh and that was not worth the risk because the patient was diabetic. Action taken to novofine 32g 6 mm was reported as product discontinued due to adverse event (ae). The outcome for the event "needle broke off in his left thigh" was not recovered. Reporter's comment a needle was still in his leg, surgeon said they would not be able to remove it because he's at a higher risk. The product has been discarded and therefore will not be returned. Reporter comment: needle is still in his leg, surgeon said they would not be able to remove it because he's at a higher risk.

Event description:
Event verbatim [preferred term]. Case description: investigation results, novofine 32g tip 100 needles, batch:unknown. No investigation was possible, because neither sample nor batch number was available. Final manufacturer comment: 16-dec-2015: as needle has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). Continued: evaluation summary novofine 32g tip (B)(4) needles. Batch unknown. No investigation was possible, because neither sample nor batch number was available.